Manufacturer narrative:
The hill-rom tech found all four casters physically broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four casters to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating when the head end brakes are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).